Event description:
It was reported while using bd vacutainer® urinalysis preservative urine tube, a three (3) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows that the amount of specimen is below the minimum fill line on the tube label. A total of 100 retained samples were visually inspected, and the stopper was correctly placed on all tubes. Functional tests were performed on 10 retained samples, and all tubes drew within specification limits with no issues identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill. Bd was unable to identify a definitive root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.